Manufacturer narrative:
Follow-up # 1 - 3/16/2015, device evaluation: the lay user/patients meter has been returned on 2/26/2015 and further evaluated by lifescan product analysis on 3/9/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have the power button stuck if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 - (B)(6) 2015 correction: supplemental sent to correct information previously sent. The patients meter was received on 02/24/2015.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging ok button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.